Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing at the user facility, the device did not pass the touchscreen test and was unable to calibrate. This device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported the device did not pass touchscreen test and was unable to calibrate. The device was returned to the biomedical dept for an unspecified reason. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There was unk pt involvement, unk reports of any adverse pt events, and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not pass the touchscreen test and was unable to calibrate. No add'l info was provided.